Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6043970. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It as reported that 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure had labels missing on 3% of the tubes. No injury or medical intervention reported.